Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of the user facility information, a retention sample from the reported product code/lot # combination and cine images of the actual sample provided by the user facility. From the review of the cine images provided, the stent-struts of the involved stent seemed to have been fractured. Magnifying inspection of the sliding part from the retention sample did not reveal any anomalies. A review of the device history and product release decision control sheet of the involved product/lot# combination were conducted with no relevant findings. A review of the complaint history files confirmed no previous reports for the involved product/lot# combination. The retention sample was verified to be the normal product with no inherent deficiency which would relate to a fracture of the stent-struts. Although the exact cause of the reported event cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : actual device not available

Event description:
The user facility reported a stent fracture on the misago device. Follow up communication with the user facility confirmed the following information: site accessed through the femoral artery contralateral, retrograde; the doctor deployed a 6x150 misago in a mid-left sfa and overlapped a 6x140 zilver bms to proximal sfa; a 5x220 sterling was used to pre-dilate after a 1.7 laser was used; the 5x220 sterling was also used to post-dilate and then a 6x200 cook ; a .018 balloon was used after haziness was observed in the stent as a possible stent fracture; all intervention devices were used over a bsc v-18 wire; and the patient's condition was reported as good.